Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, cracked battery tube threads, cracked reservoir tube lip. Motor error alarm during basic occlusion test and alarm during prime test due to loose/protruded drive support disk. Pump passed displacement test.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 310 mg/dl at the time of the incident. The customer stated that insulin squirted out of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.